Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : one complaint sample of trocar with drain was received for evaluation, product was inspected visually and in reference to the complaint details "the drain had a hole", no hole was identified. Although, a fine chip-off mark was visible on drain surface while inspected under magnification. Moreover, as the trocar was well intact with the drain, which clearly indicates that the product was not use and suction test was not done on the product. Hence, the complaint details "leaked when tried to use the product on march 24th and 27th" were nullified, or there might be possibility that the impacted product was different than that of the received one. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received what is the lot number? =>one is j2309088, ? Please clarify, was the faulty product used on the patient? =>yes ? If yes, was leakage detected?=>yes ? Was the new drain used to complete the case placed surgically during a secondary procedure?=>unk ? Please perform and document the follow up attempt for product return. =>the device has been received at sukagawa and will be shipped. Please check rmao. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama the correct procedure date is march 24, 2025. Additional information has been requested however not received as the drain had a hole/leak and was replaced, was there any issue with the -additional reservoir products: 2160 /quantity 2 that were returned? If not may we discard. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number? ¿ please clarify, was the faulty product used on the patient? ¿ if yes, was leakage detected? ¿ was the new drain used to complete the case placed surgically during a secondary procedure? ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown otolaryngology, the drain had a hole and leaked when tried to use the product on (B)(6). Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. Affiliate reference number: (B)(4). One of the lots has been identified as j2309088. The other lot is unknown at this time, so will be added as additional information becomes available. Please take photos for japanese customer.

Manufacturer narrative:
Product complaint: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. As the " drain had a hole/leak" and was replaced, was there any issue with the -additional reservoir products: 2160 /quantity 2 that were returned? If not, may we discard. The reservoir was used to test the drain leak, and it had no defect. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.